Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was exhibiting undersensing and a ventricular pace was delivered on a t wave and caused ventricular tachycardia (vt). The quick convert feature was successful to terminate the vt. The vt started again on its own and was then self-terminated with no shock delivered. Technical services (ts) was consulted and provided reprogramming options. This ICD remains in service. No additional adverse patient effects were reported.